Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to motor error alarms. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump alarmed motor error during bolus. The customer¿s blood glucose was 194 mg/dl at the time of incident. Customer reported that the drive support cap was not damage. Customer did not reported motor position encoder error alarm. Customer reported that the insulin pump was not exposed to high magnetic field. Customer reported that they performed displacement test and test was passed. The insulin pump will be returned for analysis.